Manufacturer narrative:
(B)(4)

Event description:
It was reported that while the ventilator was connected to a patient, it stopped ventilating after generating two technical error codes indicating disabled valves and communication failure between monitoring and breathing subsystems. (B)(4)